Event description:
It was reported that there was a rise in left ventricular (lv) capture thresholds and lv pacing impedance. No intervention was done. The patient was instructed to return in 3 months for a follow-up visit. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- performance data was collected from the device and revealed that there was resistance/impedance increase. The weekly pace lead impedance trend data shows an increase for minimum and maximum left ventricular permanent pace impedance = 418 to 684 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.